Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information.

Event description:
It was reported that a signal loss occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Voltage testing was performed and failed. A review of the share logs was performed and signal loss was not found within the investigation window. The customer's complaint was not confirmed because the transmitter passed testing. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a signal loss occurred. On 05/29/2024, the patient reported experiencing signal loss on his dexcom device since 10:00am. The patient was wearing an omnipod insulin pump. At an unspecified time during the day, the patient lost consciousness. The patient also mentioned that at some point his blood glucose meter reading was 36 mg/dl. The timeline of events was unclear and there was no documentation on what medication or treatment may have been provided to the patient due to his hypoglycemia. When the patient¿s wife came home around 5:00pm, the patient was ¿still in bed.¿ there was no report of medical intervention. The patient was doing fine at the time of the report. Data investigation could not confirm signal loss issue. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.